Manufacturer narrative:
(B)(4). The customer's meter and test strips have been requested for investigation. A follow-up report will be submitted if the products are received.

Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra/optium blood glucose meter. The customer obtained readings of 27.8 mmol/l and 7.8 mmol/l within a ten minute timeframe. When plotting each reading against the average on a parkes error grid, the results fall in the "c" zone. The difference in readings is considered clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.